Event description:
It was reported patient underwent a total hip arthroplasty in 1997. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The modular head, acetabular cup, taper adapter and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 1997, PMA/510(k) number, manufacture date ¿ unknown.